Manufacturer narrative:
A complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that left ventricular (lv) lead dislodgement was discovered during the device check and the lead was not capturing. Dislodgement was confirmed via x-ray. The lead was explanted and replaced with no patient consequences.